Manufacturer narrative:
B5: event description - additional information. D10: device available for evaluation - additional information. G4. Date MFR rec ¿ additional information. H2: type of follow up - device evaluation. H3: device evaluated by manufacturer- additional information. H6: codes updated the device was returned for evaluation and the clinical observation could not be confirmed. As received, the distal end of the pushwire along with the distal end of the pipeline flex braid appeared to be stuck outside of the catheter tip. For further examination, the pipeline flex was then pushed out from the catheter lumen with difficulty. The distal and proximal ends of the pipeline flex braid were found fully opened and moderately frayed. Bends were found on the pusher at the proximal end. Based on the analysis findings and reported information, we were unable to determine the cause of failure to open. From the damages seen on pushwire (bending), pipeline flex braid (fraying) and hypotube (stretching); it appears there was high force used. It is likely these damages occurred when the customer attempted to advance and retract the pipeline flex through the catheter against resistance. Per our instructions for use (IFU): "begin to deliver the device using a combination of unsheathing the pipeline flex embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex has successfully expanded, deploy the remainder of the device. Carefully inspect the deployed pipeline flex embolization device under fluoroscopy to confirm that it is completely apposed to the vessel wall and not kinked. If the device is not fully apposed or is kinked, consider using a balloon catheter, micro catheter, or guide-wire to fully open it. The system is designed to allow for 2 full cycles of re-sheathing of the pipeline flex embolization device. Re-sheathing the pipeline flex embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid. Discontinue delivery of the device if high force or excessive friction is encountered. Identify the cause of the resistance and remove device and microcatheter simultaneously. Advancement of the ped against resistance may result in device damage or patient injury. Never advance or withdraw an intralumenal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel.¿ medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pipeline flex device has not been returned for evaluation; product analysis cannot be performed. The device was not returned, therefore the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that after the pipeline flex was pushed out of the marksman catheter, the pipeline flex did not open at the distal section. The device was re-sheathed, but the pipeline could not be re-sheathed. Finally, the surgeon used the navien to collect the pipeline and the marksman microcatheter into the navien and withdrew the device from the patient¿s body. After withdrawing from the body, the middle part of the marksman's distal end had been rough, and it was obvious that the inner part was accordion, causing the pipeline to fail to recycle and observing the roughness of the tip of the pipeline. The patient was successfully treated with replacement devices. No patient injury was reported. The patient underwent embolization treatment for a small unruptured amorphous left internal carotid artery ophthalmic artery segment dissected aneurysm, measuring 7.83mmx5.48mm, landing zone distal 3.32mm proximal 4.51.